Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
The customer reported that once the set was inserted into the device, the user noticed that the tubing broke/leak at an undisclosed location resulting fluid to leak onto the floor and blood noted from patient IV site. There was no indication of patient harm. The event occurred in the emergency room department.